Event description:
It was reported that the patient presented for a follow-up. During the interrogation an error message appeared stating ¿erroneous parameter values (including MRI parameter values) were detected¿. It was noted that the two options that were available ¿program nominals¿ or ¿view customer support¿. Program nominals were selected for the implantable cardioverter defibrillator due to patient being discharged and was programmed to match the original settings. The patient was in stable condition.